Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Several boluses were programmed and delivered. Boluses recorded properly in bolus history. No history anomaly noted.

Event description:
It was reported that the customer had a history anomaly on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated she can deliver a bolus and it doest not show in her bolus history. The troubleshooting was performed. The customer insulin pump did pass test but there are history anomalies that need to be addressed. The customer was advised that the insulin pump need to be replaced. The patient was advised to revert to back up plan per health care provider instructions per replacement policy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.